Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax#: (B)(6). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shelf carton damaged on lot # 0013125. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, shelf carton damaged) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0013125 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle has a problem with sterility because the packages are damaged. This occurred on 45 occasions before use. The following information was provided by the initial reporter: we confirm that the products listed and enclosed have been properly stored and handled by us since delivery and that we have received any relevant declarations from our customers. Reason of complaint - inner damage- the packages are damaged!